Manufacturer narrative:
Concomitant medical products: 1000ml baxter bag, lot: 306340, exp: november 2020, lactated ringer¿s and 5% dextrose injection; 250ml baxter bag, lot: y291260, exp: june 2020. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the secondary infusion backflow into the primary infusion bag during a secondary infusion of phosphate 250ml infusing at a rate of 41.6ml/hour fro the duration of 6hours. The primary IV infusion was d5lr infusing at a rate of 75ml/hour. Prior to leaving the patient's room, the nurse performed rate verify. Approximately one hour later, the nurse returned to the patient's room and noticed that the phosphate 250ml bag was empty. The nurse clamped the tubing set, disconnected the tubing from the patient and notified the nursing supervisor. The md was notified and repeat lab work was ordered. Once the primary and secondary bags were returned to biomed, biomed was able to determine that the primary d5lr bag had more fluid than expected and it was determined that the secondary infusion backflow into the primary infusion bag. The customer further stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The customer¿s report of secondary fluid backing up into the primary bag was not confirmed. The primary set and non-bd secondary set was visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted no damage or any anomalies. The check valve was visually inspected under microscope. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered. Functional testing resulted in no air bubbles or fluid going past the check valve or into the primary bag. Disassembly of the check valve found that the check valve disc was being pinched within the housing. The root cause of the customer¿s report of secondary back flowed into primary bag was caused by the check valve disc being pinched which is a supplier-related issue. A pinch disc would lead to a failure of the check valve.

Event description:
It was reported that the secondary infusion backflowed into the primary infusion bag during a secondary infusion of phosphate 15mmol/nacl 0.9% 250ml infusing at a rate of 41.6ml/hour fro the duration of 6hours. The primary IV infusion was d5lr 1000ml infusing at a rate of 75ml/hour. Prior to leaving the patient's room, the nurse performed rate verify. Approximately one hour later, the nurse returned to the patient's room and noticed that the phosphate 250ml bag was empty. The nurse clamped the tubing set, disconnected the tubing from the patient and notified the nursing supervisor. The md was notified and repeat lab work was ordered. Once the primary and secondary bags were returned to biomed, biomed was able to determine that the primary d5lr bag had more fluid than expected and it was determined that the secondary infusion backflowed into the primary infusion bag. The customer further stated that there were no adverse effects caused to the adult patient from the event.